Manufacturer narrative:
On june 12, 2008, the handpiece involved in the reported event was evaluated. During the evaluation of the handpiece the engineer was unable to duplicate the reported defect. The product conformed to specifications.

Event description:
It was reported by the customer that the saline solution was leaking out of the cutter release switch onto the pt. There were no reports of any adverse pt event associated with this malfunction.